Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10" message for more than two hours and was unable to obtain readings. As a result, customer experienced hypoglycemia symptoms described as shaking, dizziness, knee weakness and loss of consciousness. The customer was unable to self-treat, requiring treatment of oral glucose and sweet tubes provided by a paramedic. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10" message for more than two hours and was unable to obtain readings. As a result, customer experienced hypoglycemia symptoms described as shaking, dizziness, knee weakness and loss of consciousness. The customer was unable to self-treat, requiring treatment of oral glucose and sweet tubes provided by a paramedic. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10" message for more than two hours and was unable to obtain readings. As a result, customer experienced hypoglycemia symptoms described as shaking, dizziness, knee weakness and loss of consciousness. The customer was unable to self-treat, requiring treatment of oral glucose and sweet tubes provided by a paramedic. There was no report of death or permanent impairment associated with this event.